Event description:
Tech noticed missing magnets when draping robot. Drapes were removed and new drape opened for draping. On three separate occasions, we have had robotic instrument arm drapes that are missing magnets. All lot numbers vary. A prior event report was filled out for the same issue. No magnets: lot# dm4224323. No magnets: lot# dm5224120. One magnet: lot# dm8224123 or dm7224226.